Manufacturer narrative:
Internal reference number: (B)(4). Nandra rs, elnahal wa, mayne a, brash l, mcbryde cw, treacy rbc. Birmingham hip resurfacing at 25 years. Bone joint j. 2024 jun 1;106-b(6):540-547. Doi: 10.1302/0301-620x.106b6.bjj-2023-1064.r1. Pmid: 38821495. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "birmingham hip resurfacing at 25 years", one (1) patient after 14 years of a left bhr hip resurfacing procedure developed lysis around the acetabular component, with component migration and an increased inclination angle. Patient continued to work with some discomfort. His ohs was reduced (ohs = 0) and serum metal ions were elevated (cr 2,521 nmol/l, co 926 nmol/l). Patient required revision surgery 15 years after index surgery with both components (acetabular cup and femoral head) being revised. At last follow-up, metal ion levels reduced (cr 279 nmol/l, co 164 nmol/l) and ohs improved to 15. No further information is available.

Manufacturer narrative:
Corrected data: h6 (type of investigation, investigation findings). Updated results of investigation: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. Due to insufficient information, it is not possible to determine a revision of the IFU associated to the alleged devices. However, the most recent IFU lists several potential adverse device effects and warnings related to bhr arthroplasty. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. There is a likely route cause. The elevated metal ions and armd (adverse reaction to metal debris) are consistent with the noted migration and increased inclination angle. The migration and increased inclination angle can both lead to accelerated wear and armd. However, the degree of migration and inclination cannot be determined without immediate post implantation and subsequent imaging for comparison. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.